Manufacturer narrative:
Device passed the displacement test and self test. Pump error 63 confirmed in device history with variable (03) due to broken trace at keypad assembly (pins 1 & 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that during the past about one week, it was difficult to hear the sound even though the volume was turned to the maximum 5, or the obscure sound was heard. The customer¿s blood glucose was unknown. Customer was assisted with self test and the hardware low level failure alarm was occurred twice in a row. The insulin pump will be returned for analysis.